Event description:
It was reported that the device had premature battery depletion. It was also noted that the left ventricular lead threshold had elevated. The device was replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076 implantable pacing lead (B)(6) 2005; 6949 implantable tachy lead (B)(6) 2005. (B)(4).